Event description:
The customer reported erroneously elevated sodium (na) and low chloride (cl), and suppressed calcium (ca) results, for four (4) patients, involving unicel dxc 880i synchron access clinical system. The customer repeated calibration on the electrolytes and calcium continued to be suppressed with reference drift. The customer was advised to use proper personal protective equipment (ppe) and inspect the electrolyte reagents. The customer indicated twice-weekly maintenance was completed earlier in the day and completed the maintenance the second time with failed sodium, chloride, and calcium calibration. The erroneous sodium and chloride results were released out of the laboratory. An amended report was issued to the physician. There was no report of patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
Service was not dispatched as the customer cancelled service and resolved the issue with the ion selective electrolyte (ise) drain. The instrument was in operation.